Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent long-term tube placement on the right jugular vein. Two months after, the patient had undergone hemodialysis treatment and blood leak had occurred. The usage of the long-term catheter was immediately stopped. The treatment was then performed in the right femoral vein using a temporary tube under local anesthesia. There was no reported patient outcome.